Event description:
It was reported by the customer that during an unknown procedure, after the first firing, the cartridge was unable to be loaded. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/28/2008. Evaluation summary: the analysis showed that the device was received in good visual condition and with no reload present, however a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.